Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and anchor implant site. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Anchor information: brand name: evoke active anchor kit. Model: 102996. Catalog: 3043. Lot/batch number: 9014868277. UDI: (B)(4).

Manufacturer narrative:
Additional information: section d - expiration date; date returned to manufacturer; device returned to manufacturer. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The cls, leads and anchors were returned to saluda. The cls and anchors passed visual inspection, with no anomalies observed. The root cause of the pain at the cls implant site and anchor site couldn't be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "temporary or persistent post-surgical pain at hardware implantation sites and abnormal sensations or pain and the patient may require surgery (including revision, explant, and replacement) as a result". Anchor information: manufacture date: 05january2023. Expiration date: 04january2025.